Event description:
During arteriogram of the external iliac artery, a 6mm balloon was used the balloon ruptured on heavily calcified plaque before the maximum pressures were reached. In attempting to withdraw over a 7fr sheath, there was some resistance and the distal 1/2 of the balloon material came off in the artery. The pt was taken to the operating room for surgical embolectomy.